Event description:
It was reported to covidien on 07/09/2009 that a customer had an issue with a needle. Customer reports that the needle broke off when they went to activate the sheath.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.